Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump is broken at the back; therefore he cannot rewind the pump. The customer stated that he can set the pump settings by himself. The customer was advised to call again during pump settings if needed.